Manufacturer narrative:
The device has been requested for return but has not arrived yet. Once the evaluation has been completed a supplemental report will be submitted with the evaluation findings. The device history record review has been completed and all manufacturing inspections passed with no non conformances. The UDI number is unavailable. The other submission number for the first event will be provided once it becomes available.

Event description:
It was reported that there were inaccurate and fluctuating numbers with the 70cc2 cable during patient monitoring. The temperature was fluctuating and the cardiac output was displaying odd readings per the anesthesiologist. The temperature was at 36 celsius, then to 19 to 21 celsius. The co was reading lower than expected. There is no further information. Once the suspect 70cc2 cable was exchanged for another cable the numbers returned to normal. Per the anesthesiologist this same malfunction occurred twice. This report represents the first event. A report submission for the second event will be submitted. There was no inappropriate patient treatment administered. There was no harm or injury to the patient. The patient demographics have been requested and are not available.

Manufacturer narrative:
The suspect 70cc2 cable was returned for product evaluation. The suspect cable was connected to a known good working vig2 monitor for testing. The patient cable test was run three times and the cable passed each test with no issues. The suspect cable was connected to a cco simulator and was monitored for over 30 minutes and the temperature never varied. The cable was moved and bent during the testing and it did not affect the readings in anyway. The suspect cable was connected to a cirrus continuity tester and the test was performed three times in a row and it passed each test successfully. There was no defect found. The issue was not confirmed.

Manufacturer narrative:
Product has been requested and has not yet been received. Once received and evaluated, the evaluation findings will be sent under a separate submission. Submission references linking the two events; 2015691-2022-05881 and 2015691-2022-05882.